Event description:
It was reported via receipt of uf medwatch report 0113-96-0006 that inflation could not be maintained on one size 8, cuffed tracheostomy tube, model type unk. Pt coded and subsequent med intervention was unsuccessful. Pt expired. Pt, diagnosed with abdominal aortic aneurysm was admitted to facility in critical condition on 10/10/96. Pt's condition deteriorated and on 10/21/96 a tracheotomy procedure was performed where pt was intubated with a cuffed tracheostomy tube. It is unk if the device was tested prior to insertion but there was no reported problems associated with device performance during the two days prior to the stated event.